Event description:
It was reported that a patient presented remotely with far r over-sensing and inappropriate automatic mode switch. Following a generator change for normal elective replacement indicator proactive programming changes were planned on the new device. No intervention was performed prior to the generator change. The patient was stable throughout.